Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was damaged. Customer¿s blood glucose level was unknown at the time of incident. Customer state that playing hockey when insulin pump was hit and the screen was cracked advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for the analysis.